Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Kit packer explained that the customer received a package that contained an extra pattie. In addition, the 11th pattie was missing the string.